Event description:
On (B)(6) 2025, the patient had primary spine surgery l3-l5. On (B)(6) 2025, the patient reported pain and during revision surgery, the surgeon discovered that vertebral fusion had failed and 3 screws were broken. The surgeon was able to remove all the broken screws and replace them. Also, construct was expanded with a screw in left s1. The surgery was completed successfully ((B)(4)). Presently, on (B)(6) 2025, the surgeon determined the s1 screw was implanted too low and needed re-adjustment. The surgery involved no new medacta implants, but did result in taking out the set screws, the rod and back out the left s1 screw to re-adjust its location and then re-implant the same rod and set screws. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 10-11-2025. Lot 2325869: (B)(4) items manufactured and released on 03-08-2023. Expiration date: 2028-07-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clincal department. A revision surgery was performed a few days after the initial procedure solely to adjust the position of the left s1 screw. This was a surgical decision related to screw placement and is not associated with any device defect or failure. Root cause: the revision surgery was performed according to the surgical decision to adjust the position of the left s1 screw. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.